Event description:
The manufacturer received voluntary medwatch (mw5106748) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging being diagnosed with nose cancer and had rehab for collapsed lung, white membranes in throat and mouth and blood clots while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having diagnosed with nose cancer and had rehab for collapsed lung, white membranes in throat and mouth (scar tissue) and blood clots while using this device. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. No other clinical information or medical intervention was reported. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.